Event description:
During set up for a cardiopulmonary bypass procedure, it was observed that the tube clamp of a roller pump of a heart lung console did not open. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not concluded.